Manufacturer narrative:
Evaluation results: catheter #1- customer report was confirmed. Rec'd (2) ep catheter with (1) introducer same lot number. Catheter #1 - entire tip section, distal of balloon distal bond, approximately 5mm in length, was completely broken and missing from catheter. Wire underneath balloon area was pulled out and unraveled. Unraveled wire was still attached to catheter body. The missing tip was not found inside introducer. Unit is sent to (B)(4) for further evaluation. On (B)(4) 2010-(B)(4) evaluation-the introducer labeled device #1 was visually inspected and upon looking down into the introducer from the distal end something was lodged in the introducer. A dilator was put into the introducer and there was a tip of a device stuck in the introducer. Visually this tip does not appear to go with device #1 because there is a balloon on this tip and device labeled #1 also has a balloon on it. The tip pulled out of the introducer goes to device #2. Device #1 was visually inspected and it is confirmed that the soft tip portion of the device is missing and was not returned with the device. The wire for the shaft is unraveling however there is coating on the wire showing evidence that the shaft was manufactured properly. There is a sharp kink approx 4 inches from the device balloon. There are no other defects detected with this device. Catheter #2 - customer report was confirmed. Entire tip section, approximately 21mm in length, was completely broken and missing from catheter. Wire underneath missing area was unraveled and broken from catheter body. The broken and unraveled wire was returned with the catheter. Unit is sent to (B)(4) for further evaluation (B)(4) 2010-(B)(4) evaluation-device #2 was visually inspected and it is confirmed that the entire distal tip is missing including the balloon. The device tip that was stuck inside of the introducer was compared to the device missing the balloon and this is the balloon that belongs with this device. The tip appears to have been pulled off of the device because it was stuck inside of the introducer. Visually the infusion lumen has been cut off of the device leaving only the bellows. The contamination guard was cut off of the device to expose the device shaft. Visually the device shaft has 5 kinks within the proximal 18 inches of the device. There are no other defects detected with these two devices. These devices are visually and functionally tested 100% prior to packaging.

Event description:
At the end of the procedure when removing the ep, the tip apparently had come off. The end of the catheter was "unraveling". The tip was missing but was not visible under fluoro. Patient is fine.